Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, it was found that the miniature circuit breaker (mcb) was not switching on and the molded case circuit breaker (mccb) was tripped. Fse reset the mccb, which resolved the issue temporarily. The same issue reoccurred after a few days. Fse checked and found the hospital mccb to be faulty. Mccb was replaced. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use at this time. There was no reported patient or user harm. Philips has started an investigation of this complaint.